Event description:
It was reported prior to implant, the device was found in backup operation. This device was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported bvvi was confirmed in the laboratory. The reset occurred on (B)(6) 2012. Analysis identified the cause of the reset was due to an mcu write. The cause was corrupted telemetry frames which occasionally can result in backup vvi.